Event description:
Pt implanted with a synchromed pump and catheter for delivery of dilaudid and clonidine for pain management nineteen months ago. Pt had device explanted and was reimplanted with another because of refill, there was more drug remaining than expected. Pump was returned for analysis.